Manufacturer narrative:
Pump not in manufacture mode. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, slightly stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear ring of reservoir compartment had crack. The customer¿s blood glucose level was 112 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.